Event description:
The customer stated that falsely elevated magnesium results were generated on the alinity c processing module. Sample ID (B)(6) tested at 1.06 and 0.49 mmol/l on (B)(6) 2021. The sample was tested on different alinity c processing modules with results ranging between 0.49 to 0.68 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for magnesium lot number 27374ud00 was identified.